Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, part of the blade fell out. The pad fell into the pt and was removed. Another like device was used to complete the procedure. There were no adverse consequences for the pt.